Event description:
The patient had strong facial stimulation on all electrodes. It was not possible to get a comfortable loudness due to facial stimulation. In order to get more loudness the clinic re-implanted the patient with a custom made devive (cmd) device on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any defect or problem which is expected to have been present whilst implanted. This finding was expected, as according to the patient report the device was explanted for medical reasons, namely facial nerve stimulation. Under investigation the device operates within specification. This is a combined initial and final report.